Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The patient has been entering values into the "ezcarb" feature but the pump has not recorded any bolus doses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, the pump was returned with the I to carb ration set to 1 units per 17 grams . 17 grams were entered in to the ezcarb bolus feature . Pump bolus totaled 1 unit . Bolus recorded in the bolus history. The bolus history contains dates fro (B)(6)2014 to (B)(6)2014 with no evidence of zero bolus recorded. The complaint regarding ez carb not recording was reported on (B)(6)2013, according to the pump history the pump was in use until (B)(6)/2014. Bolus history shows ez carb boluses were recorded in the bolus history. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.